Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Neither air nor water at the output of the endoscope was observed due to a clogged nozzle. A solid and dark material whose origin could not be identified and removed, was partially clogging the nozzle, without detrimental deformation of the hose of the nozzle. The bending section cover glue was worn out and separated. Switch one (1) button rubber was incised but leak-free. The plastic distal end cover cap, scope body unit and scope cover unit were scratched. One (1) light guide rod lens was cracked. The angulations were out of specification, and the biopsy channel was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had air/water flow issues. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the manufacturing date of the device.

Event description:
Additional information was received. The issue occurred after the procedure at reprocessing. No piece of equipment fell into the patient. No consequences for the patient.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter. No deviation from the instructions for use was observed. Olympus will continue to monitor field performance for this device.